Event description:
It was reported that while an afib ablation was being performed, the pt experienced cardiac tamponade. Pericardiocentesis was performed and pt was reported to be in stable condition. The pt was to be admitted overnight and was kept for an additional day and has full recovered as of (B) (6) 2009.

Manufacturer narrative:
The customer stated that there was no known malfunction on any of the bwi equipment that was in use and that they do not require any service. Concomitant bwi products used during the procedure: (B) (4) navigation system v8. Model: m-5730-01. (B) (4). Stockert 70 system. Model no: m-5463-01. (B) (4)